Event description:
It was reported that a pt was having seizures after generator revision surgery. The pt's device is programmed on; however, there is no indication that device diagnostics have been performed. Good faith attempts to obtain additional information including relationship of increase to baseline levels, relationship of seizures to vns, etc. Have been unsuccessful to date.

Manufacturer narrative:
Method: review of programming history.